Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 21/oct/2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for a dialysis related issue. However, there were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025, the patient was admitted into the hospital with fungal peritonitis characterized by symptoms of cloudy pd effluent and abdominal pain. It was reported that the patient had a pd culture obtained while hospitalized which was positive for growth of yeast. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product). Additionally, the patient is being treated with anti-fungal therapy in the hospital (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to prior antibiotic course for a previous peritonitis infection.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for fungal peritonitis. Peritonitis is a well-documented complication in pd patients. Based on the available information, it is reasonable to attribute the event of fungal peritonitis to prior use of antibiotic therapy (a known risk factor). Currently there is no allegation or objective evidence that the liberty select cycler/liberty cycler set had a malfunction or product deficiency caused this event. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for a dialysis related issue. However, there were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025, the patient was admitted into the hospital with fungal peritonitis characterized by symptoms of cloudy pd effluent and abdominal pain. It was reported that the patient had a pd culture obtained while hospitalized which was positive for growth of yeast. Per the nurse, the patient will undergo removal of the pd catheter (not a fresenius product). Additionally, the patient is being treated with anti-fungal therapy in the hospital (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to prior antibiotic course for a previous peritonitis infection